Manufacturer narrative:
On february 21, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on february 28, 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old black female patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed the upper pole of the right breast felt fuller and firmer. After a consultation with their healthcare professional, they were diagnosed with baker grade IV capsular contracture. As a result, the patient will undergo unilateral removal and replacement on (B)(6) 2022.

Manufacturer narrative:
On february 04, 2022, mentor was provided with an updated date of explantation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024 , mentor was notified that the patient also experienced implant site fluid collection of the right breast in addition to the capsular contracture. Reason for device explant and/or reoperation: implant site fluid collection . Manufacturer¿s reference number: (B)(4).